Event description:
It was reported that patient got an infection. It was noted that patient was become septic. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071987/7072956.